Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred and distorted vision. The iol was exchanged for another lens model two months following the initial implant procedure. The reason given for the lens exchange was the surgeon was unable to reposition properly. Additional information has been requested.